Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had pulled back to the valve and there was loss of capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.